Event description:
It was reported that the patient's ipg was explanted and replaced due to being inoperable. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient would be undergoing and ipg revision for an unknown reason.